Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead was capped and replaced on (B)(6) 2015. The patient was fine post procedure.

Event description:
It was reported that the patient went to clinic due to receiving an alert. Low atrial impedance and loss of sensing was observed. The lead was revised. The patient's condition was good after the event.